Event description:
Cardiac transplant patient with history of gi bleeding and renal insufficiency. Had bard eclipse filter placed for bilateral leg dvt. Subsequent CT approximately 3 months after filter placement showed caudal migration of filter with perforation of medial vena cava which clinically thought to be causing abdominal pain. Patient admitted this year for removal of this filter and exchange for cook celect filter. The bard filter was successfully removed and retained in interventional radiology. The new cook celect filter was successfully deployed. No known harm to patient after filter removed.======================manufacturer response for ivc filter, ec500r eclipse filter (per site reporter)======================will ask manufacturer to share info after analysis.